Event description:
Asku

Event description:
It was reported that the device was explanted due to premature eri. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : preliminary analysis confirmed the device registered eri. Further analysis of the device and the data disk determined the eri was likely not true and may have been from a measurement inconsistency secondary to a timing anomaly in the pacing/sensing integrated circuit in the device.